Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulator was reviewed and found to have high impedances from the day of implant, after the procedure. This event was noted to be related to the device/therapy, and possibly related to the implant procedure. No actions were taken to resolve the issue, and the issue was still ongoing. No symptoms were reported. Additional information was received from the clinical team. The implant date of the ins was provided. It was noted that no actions were taken as of (B)(6) 2023 and the event was ongoing. Additional information was received. The outcome of the vent has been updated to resolved without sequelae as of (B)(6) 2024. Additional information was received from the healthcare provider of a clinical study reporting that the device was reprogrammed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.